Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and verified the reported issue. The cause of the reported issue was determined to be due to the defib processor, u21.

Event description:
A customer contacted physio-control to report that their device would not charge and logged an event code which is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not charge and logged an event code which is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.